Event description:
During a pre-use check the 02 gas module emitted an acrid odor. No patient injury occurred. Alarms - high pressure alarm. The unit's 02 module was removed as it had smoke coming from it. The gas module has been replaced and tested within manufacturers specifications and returned to services.